Event description:
It was reported that the customer received a motor error alarm spontaneously. The customer was not using a sensor and did not drop or bump their insulin pump. The customer's blood glucose level was high and that they would treat themselves with an insulin pen to lower their blood glucose levels. Advised to return the insulin pump for analysis, and advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Unit passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Unit was unable to prime during prime/ compromised force sensor system test due to faulty fsr (gold). Unable to perform the occlusion test and excessive no delivery test due to prime/fill anomaly. The motor was tested outside of the device and passed. Unit had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.